Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose result was 110 mg/dl. Only one result documented. Tests were done 10 mins apart. No further info has been reported.